Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. On 1/15/2025, intuitive surgical, inc. (Isi) received mw5164102 stating: surgeon was grasping tissue during robotic assisted laparoscopic inguinal hernia repair when cable of the prograsp forceps snapped. Instrument was removed from patient without difficulty and replaced with another prograsp forceps. Surgery completed without further incident and no harm to patient.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. H10 field updated for related report mw5164102.